Manufacturer narrative:
Investigation: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. Therefore, root cause could not be determined.

Event description:
It was reported that bd eclipse¿ needle safety mechanism is having failures. The following information was provided by the initial reporter: material no.: 305759 batch no.: 8264046 it was reported the "safety flip" on the needles is very delicate, breaks easily, does not always close, hard to flip quickly in between vaccines. Verbatim: staff uses these needles in a pediatric clinic with vaccines - multiple vaccines given at a time in quick succession. The "safety flip" on these needles is very delicate, breaks easily, does not always close, hard to flip quickly in between vaccines. Staff thinks the continued to use of these needles will lead to needle-sticks in the children, staff, and possibly small children in the room that could grab a needle while parents/staff are still tending to patient giving shots.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle safety mechanism is having failures. The following information was provided by the initial reporter: material no.: 305759 ; batch no.: 8264046. It was reported the "safety flip" on the needles is very delicate, breaks easily, does not always close, hard to flip quickly in between vaccines. Verbatim: staff uses these needles in a pediatric clinic with vaccines - multiple vaccines given at a time in quick succession. The "safety flip" on these needles is very delicate, breaks easily, does not always close, hard to flip quickly in between vaccines. Staff thinks the continued to use of these needles will lead to needle-sticks in the children, staff, and possibly small children in the room that could grab a needle while parents/staff are still tending to patient giving shots.